Manufacturer narrative:
(B)(4).

Event description:
Initially, it was reported that the patient barely had a voice following vns implant. It was reported that the device was not yet programmed on. The patient was seen by the surgeon who placed the patient on ibuprofen. It was reported that if the patient was not better after a week the patient would be referred to an ent. The patient was referred to an ent for evaluation. The ent indicated that the patient was diagnosed with vocal cord paralysis. No interventions were taken for the vocal cord paralysis and there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the vocal cord paralysis. The ent indicated that the vocal cord paralysis was believed to be related to the vns implant surgery and there were no causal or contributory programming changes or medication changed that preceded the onset of the vocal cord paralysis.